Manufacturer narrative:
Since the subject device was discarded by the user, therefore olympus medical systems corp. (Omsc) could not evaluate the referenced device. The exact cause of this issue cannot be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
The subject device was used during an uncertain procedure. The ptfe pad of the device separated. It was reported that the procedure was completed. Olympus tried to get additional information but olympus has not got additional information. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-01308 to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. So, omsc couldn't investigate and the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed with no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was partially peeled when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.